Event description:
On 5/6/1999 safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: plaintiff was employed as a registered nurse from 1984-1998 and during this time was exposed to latex gloves. Plaintiff suffered from allergic rhinitis, hives, shortness of breath, itchy and watery eyes and urticaria. Plaintiff has been diagnosed as suffering from type-I latex allergy.